Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaw would not open. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information has been sought regarding how the device was removed.